Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet and had been announcing meals after eating based on hcp direction, and announcing a meal when glucose was 58 mg/dl, which contributed to further hypoglycemia; the user was counseled to announce meals before eating and to treat lows prior to any meal announcement, and a request for additional training and data review was initiated. Symptoms included hypoglycemia, with reported values as low as below 40 mg/dl and current glucose of 62 mg/dl. Outcomes included transient low glucose for about 15 minutes without medical intervention or use of backup therapy. Investigation included review of user-reported history and plans for clinical specialist engagement to assess usage data and provide education. Investigation of this case revealed user technique issues related to meal announcement timing and use of meals as correction, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user error and inadequate training.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.